Event description:
It was reported that a novum iq large volume pump had an air in line (ail) alarm. The ail alarm was set to default to 200ul. This occurred during use. A primary infusion of tranexamic acid 100mg/100ml was being infused via a catheter attached to the patient. Microbubbles were seen in a small consolidated area; however, the bubbles were not clinically significant to result in an alarm. The infusion was restarted after verifying the set was installed properly and no further alarms occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.